Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. During a revision procedure, the physician confirmed that the lead shock impedances had been gradually rising over time. The rv lead was surgically abandoned and replaced with a new lead successfully resolving the issue. No additional adverse patient effects were reported.